Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified it was broken in two pieces. The analysis of the fiber also identified there was a bright and round light exiting the connector face, also observed were scratches on the connector face from normal usage. The fiber was functionally tested and the error 67 (fiber expired! Connect new fiber and resume operation) was displayed. It is likely that the procedural handling of the device during set-up and use contributed to the fiber body break occurred during the procedure, leading to the reported event. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use.

Event description:
It was reported that during a procedure, there was a device malfunction and due to this, the physician got injured. The patient and procedure outcome are unknown.

Event description:
It was reported that during a procedure, there was a device malfunction and due to this, the physician got injured. The patient and procedure outcome are unknown.